Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery, it was observed that the motor device and attachment device would not spin while in use together. There were no delays to the scheduled surgical procedure as identical spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.